Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported foot break was confirmed as the guide was separated. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device via a 6f sheath after a left heart diagnostic procedure. Reportedly, the guide and foot of the proglide device broke off inside of the patient anatomy when positioning the foot and attempting to feel tactile sensation against the arterial wall. The physician used hemostats to successfully remove the broken foot and guide from the patient anatomy. Manual arterial compression was applied to achieve hemostasis. An attempt was made post procedure to deploy the needle plunger; however, this was unsuccessful. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.